Manufacturer narrative:
Device used in a veterinary case. No patient information will be provided. A review of the device history records was performed and no complaint related issues were found. The device was not returned for evaluation.

Manufacturer narrative:
According to the manufacturing evaluation, the visual examination noted the received bending pin is in an unused condition. The laser etching is readable. The manufacturing review shows that the production procedure was according to the specifications. All relevant and significant characteristics like dimensions and functions were checked and due to the condition of the device, we consider this complaint as indeterminate from a manufacturing standpoint. Placeholder.

Event description:
It is reported that during a radius fracture procedure on a (B)(6) canine, surgeon used the bending irons (329.922) to bend the plate, and one of the irons stripped out, and kept stripping the threads of the plate holes where it was placed. This happened on at least 3 of the holes in the plate ((B)(4)) this plate was no longer usable, and the surgeon discarded the plate. He instead used a 7-hole plate and completed the surgery. Some metal fragments could be seen and remain in the surgical site. This report is for one bending pin for 2.4mm locking plates. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Labeled for single use: no; follow-up #1 submitted in error as yes. Placeholder.